Event description:
It was reported on (B)(6) 2020, it was noticed that the x15 torque wrench was not seating down completely in set screw during torquing mountaineer set of screws . This was causing the driver to slip and strip out set screw head. The torque driver's have been giving us problems since we replaced (B)(6) 2019. Procedure was completed successfully with a surgical delay of three(3) minutes. No patient consequences this report is for one (1) unk - locking/set screws: mountaineer. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for an unk - locking/set screws: mountaineer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.